Event description:
It was reported that the vns patient went to the ER on (B)(6) 2014 due to tachycardia. Since (B)(6) 2014, the patient had gone to the ER twice for tachycardia. The patient attributed the tachycardia to vns but stated that she was not able to perceive stimulation. No programming changes had been made to the patient¿s device settings. The patient¿s device was tested and diagnostic results showed normal device function. The ER physician stated that the tachycardia may be related to anxiety. Attempts for additional relevant information have been unsuccessful to date.